Manufacturer narrative:
Product complaint # (B)(4). (B)(4) - device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: at the end of the distal anastomosis during CABG, the suture was broken. The new package was opened and used, but a new suture was broken immediately. When it was looked at carefully, it seemed like the diameter of the suture was slightly smaller. Because the same thing happened in two times in a row, so another lot product was opened which was strength was as usual, and the anastomosis operation could be completed. Two packages of the said broken sutures were discarded. Total of 34 unopened packages will be returned < breakdown > ·lot rebbrl 24 packs, ·lot qmbbrs 7 packs, ·lot qhbhza 3 packs. The operation time was extended within 30 minutes. Lot number -rebbrl- unknown if this is the correct lot number. Qty of product involved : 1 => 2. Qty to be returned : 35 => 34. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please kindly confirm the lot number that was involved during the surgery. Possible lot involved: rebbrl, qmbbrs, qhbhza. Events reported via 2210968-2022-03438.

Event description:
It was reported that a patient underwent a CABG procedure on (B)(6) 2022 and suture was used. During the procedure, the suture was broken during continuous suturing on the coronary artery. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/26/2022. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: please kindly confirm the lot number that was involved during the surgery.=>lot number is rebbrl. No further information will be provided. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.